Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site report: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint: the tensile strength o the sutures is low, the thread breaks very easily.